Event description:
This rv lead was implanted on (B)(6) 2018 and remains implanted at this time. A product experience report was received on 06/20/2018 stating that this rv lead was used as an external temporary lead. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).